Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a high capture threshold and lower pacing impedance. The physician didn't suspect a lead fracture. Due to the patient being device dependent, a system extraction was scheduled. This rv lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.